Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) with new batteries had a replace battery led flashing. The batteries were checked for correct placement. New batteries were placed and the flashing led returned.